Manufacturer narrative:
Review of the images by aga's medical consultant resulted in the following findings: the device selection and device placement is optimal. This is a typical case in which the pda is parallel to the aortic arch. In such situation, the device looks to be optimal as long as the cable is attached-because the cable increases the angle of the pda to a more "normal" position. Once the device is released, the pda assumes its parallel position to the aortic arch. The upper edge of the disc of the device in the aorta protrudes out and creates a gradient. In summary, pda's with parallel orientation to the aorta are at a higher risk for protruding in the aorta, creating gradient after device release. A gentle push on the cable while it is attached to the device to make the device parallel to the aorta, measuring the gradient and angiogram may prevent this complication.

Event description:
According to the info rec'd on attempted placement of the amplatzer duct occluder, the device moved posteriorly toward the aorta upon release from the cable. This allowed the aortic disc to project into the descenting aorta and partially obstruct it. Difficulties were then experienced when trying to retract the device into the delivery sheath. Finally after several attempts, the device was successfully removed.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should the imaging become available at a later date, a supplemental report will be filed.